Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one conductor wire broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity testing was performed and failed. The yaw pulley showed no signs of arcing. An additional observation not reported was a frayed pitch cable at distal clevis hub. No damage was found at the clevis. An additional observation not reported was the tip of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .049 offset at the tip indicating overloading. Failure analysis concluded the damage may be due to mishandling / misuse. An additional finding were various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, a pk dissecting forceps instrument, a wire was separated near the tip that goes inside the patient. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.